Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. On follow-up, it was confirmed that the humidifier showed f2 alarm after installing the defective circuit while being used in a patient . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 15090-104 - m2m assy,10pk,sgl htd circ,spu,ped had defective heated wire circuit. The circuit also caused heaters to blow fuses.this happened during patient use. The circuit and heater was replaced and the customer confirmed that there was no patient harm associated with the reported event.